Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer was experiencing high blood glucose. Customer's blood glucose level was 450 mg/dl. Trouble shooting was declined. Customer did not report symptoms of high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active or not at the time of incident. Insulin delivery was suspended due to sensor glucose versus blood glucose discrepancy. The sensor glucose value during the event is 49.00mg/dl and blood glucose value during suspended event is 450 mg/dl. The difference between sensor glucose versus blood glucose is higher then thirty percentage. The sensor will be returned for analysis.